Event description:
Customer did a blood glucose test and received results of 212, 241mg/dl. Customer felt that blood glucose was low so they ate cookies and did not take insulin. Paramedics were called and they received a reading of 147mg/dl. Customer was taken to the hosp where they performed a lab test and received a reading of 155mg/dl. The customer was admitted to the hosp. No controls were being used. A resquest was made for the return of the suspect device and replacement product was sent.